Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was high pacing impedance and noise observed in the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the criteria for the right ventricular lead integrity alert were met. Oversensing due to non-physiologic signals/sic (sensing integrity counter) and oversensing associated with the right ventricular lead were also indicated by the device memory. Thirteen episodes of ventricular non-sustained tachycardia less than 210 ms occurred on (B)(6) 2013 and a patient alert for lead failure predictor was triggered on (B)(6) 2013. A patient alert was triggered for out of tolerance subthreshold lead impedance on (B)(6) 2013. The weekly pace lead trend data showed an increase for the maximum ventricular pace impedance equal to 779 ohms to 1064 ohms and peaked between (B)(6) 2013. The ventricular sic count was equal to 1061 counts in 21.42 days between (B)(6) may 2013.

Event description:
It was reported that there was high pacing impedance and noise observed in the right ventricular lead. It was further reported that the lead is planned to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.